Manufacturer narrative:
(B)(4). Damaged shrouds. The analysis results found that the ets45 device was returned with the shrouds broken and with a 6r45b reload present. The reload was received fully fired. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. No functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the clamp locked when stapling lung. Unable to reactivate or unlock. Bleeding and torn lung parenchyme. The procedure was completed by using another clip from the same brand to staple and cut the lung below the stapling pliers blocked online.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: just to confirm, was the device unable to be opened after firing? Yes. Did the device deliver any staples? If yes, was the staple line complete? Were the staples. Formed properly? As the device stayed blocked the nurse didn¿t know if the device delivered staples. Did the device cut? If yes, was the cut line complete? No. Was there any other issue noted with staple line other than bleeding? No. How much blood was lost (ml)? Minimal blood , unquantifiable. Did the patient require a transfusion? No. How was the procedure completed? The procedure was completed with the use of an echelon powered to stapling and severing under the device blocked. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4 or 5. What color cartridge was being used? Blue.